Event description:
A distributor reported the following issue with a 14cm solero applicator: background: 60-year-old patient with chronic liver damage, previous ablation was performed in (B)(6) 2024, currently with a lesion in segment v-vi, for which a new ablation is requested. Intervention: general anesthesia dr (B)(6) . Under echotomographic vision, the lesion of the v-vi segment is accessed, adjacent to the previously described lesion, with a solero ablation needle x 14 cm, positioning appropriately to subsequently perform the 140w protocol x 2 min, it is possible to perform only 19 seconds of the protocol, with warm-up. Of the equipment and with visualization of the ablation cloud at the extra puncture site, so the needle is removed, which is not complete. When performing a fluoroscopic control, the distal end of the needle is observed in the liver. It is kept with dr (B)(6) to inform the patient. Depending on the evolution, management will be planned. Indications: 1.rest for today. 2.paracetamol 1 gr v.o s.o.s 3.check puncture site. 4 control with surgeon according to clinical evolution. Additional information received via good faith effort: the physician has been using solero for 5 years and performs at least 4 procedures, per month. The applicator was placed, using ultrasound guidance and no adjunct devices were used during the procedure. There was no difficulty placing the applicator but the patient has cirrhosis.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
No probe product returned to angiodynamics for evaluation, however, a picture of the probe was provided for this complaint showing the ceramic tip fractured with distal portion detached. In addition, x-ray image provided showing distal tip inside of the patient. The customer's reported complaint description of ceramic tip fractured and detached was confirmed based on the provided picture (see attached). Although the picture confirms the reported issue, without receiving a probe complaint sample for evaluation, a definitive root cause cannot be determined. The appearance of the fractured tip from the picture looks similar to tip detached complaint samples that exhibited a thermal event (melted the center conductor that fractures and detaches the ceramic tip); this is potential root cause for this event. DHR review of the packaging and assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use, item number {14600973-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).